Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a flexnav delivery system (ds). The patient has a horizontal anatomy with an aortic valve angle measured as 54 degrees. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, and an incomplete stent opening (iso) was observed and attempted to mitigate by performing recapture; at 80 percent and release the valve was placed at a depth of 3mm. The valve was able to be implanted, and iso still existed. The valve migrated towards the aorta direction, and the device was pulled up to the sino tubular junction (stj) then the second 27mm, navitor valve was implanted within the patient's native annulus. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The implanter believes the cause of migration to be due to the iso. The patient was reported to be discharged.